Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed - however, the foreign material in the nozzle was unable to be further specified. Moreover, no deformation of the nozzle was observed, nor any obvious deviation of reprocessing. Therefore, the cause of the remaining foreign material could not be presumed from the obtained information. The operation manual describes how to inspect for the subject event in ¿chapter 3 preparation and inspection, section 3.3 inspection of the endoscope and section 3.8 inspection of the endoscopic system¿ as below: "[inspection of the endoscope] 9. Inspect the air/water nozzle at the distal end of the endoscope for any irregularities such as abnormal swelling, bulges, and dents. [Inspection of the objective lens cleaning function] inspection of the water feeding function. 1. Keep the air/water valve¿s hole covered with your finger. 2. Depress the valve. Observe the endoscopic image and confirm that water flows on the entire objective lens." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device has been returned to olympus for evaluation and device evaluation found foreign matter clogging in nozzle. In addition to the reportable malfunction, olympus also observed the following additional findings: the bending angle in up direction did not meet the standard value due to stretched angle wires; the play of upward/downward angulation control knob was out of the standard value due to stretched angle wires; due to the clogging of nozzle, water removal ability did not meet the standard value; adhesive on the plastic distal end cover had a scratch; connecting tube had a scratch; forceps channel had a pinhole resulting in loss of water tightness; and adhesive on distal sheath had a chip. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus reduced angulation on their evis lucera elite colonovideoscope. Inspection and testing of the returned device found foreign matter related nozzle clogging. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.